Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system error. The customer's blood glucose level was unknown. The customer stated that the insulin pump was squirting out insulin during manual priming. The customer stated that the drive support cap was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with loose/protrude drive support disk and detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to loose/protrude drive support disk and detached end cap.